Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag was not properly connected to line. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill 1 of 5. The home patient (hp) stated that the heater line disconnected from the bag and she reconnected the line to the bag. The technical service representative (tsr) explained to the hp that if line disconnects from bag, the setup is no longer sterile and will need to inform peritoneal dialysis nurse. The tsr had hp recycle power and advised the hp to start over with new supplies. Proper procedures were reviewed with the hp. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During follow up, the hp stated that she has been doing fine since this alarm and has had no problems since then. The hp stated that she did not notify her nurse. The hp was informed of proper procedures and to not reconnect if ever becoming disconnected. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).